Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 248-400 mg/dl. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. Infusion set changes were performed to address the occlusion alarms. The customer alleged there was an underlying pump issue causing the occlusion alarms and declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion alarm. Reportedly, the customer reverted to manual injections for insulin therapy.